Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's tibia bone fractured. It is unknown whether this occurred intraoperatively or post-operatively.

Manufacturer narrative:
Concomitant devices - unknown persona partial knee bearing catalog #: ni lot #: ni, unknown persona partial knee femoral component catalog #: ni lot #: ni. The complaint sample was not evaluated, however, the event was able to be confirmed through review of radiographic images. An x-ray review of the early post-operative images identified no post-operative discrepancies or fracture, however later images provided identified a cortical disruption medial tibial metaphysis along with radiolucency at tibial component metal-bone and cement-bone interfaces and subjacent bone sclerosis at the medial tibial metaphysis. Radiographic review identified the following possibilities: insufficiency fracture with bone impaction and concurrent component subsidence of the tibial component, loosening of the tibial component with component subsidence leading to fracture or osteomyelitis with cortical destruction, tibial component loosening and subsequent component subsidence. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It is reported that the patient sustained a tibial plateau fracture following knee arthroplasty. Attempts have been made and no further information has been provided.